Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due a suspected deterioration in the patient's myocardial condition, rising thresholds were noted on the his bundle (right ventricular) (rv) lead. Additional battery consumption was also noted on the implantable pulse generator (ipg). To allow for future magnetic resonance imaging (MRI) support, the lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.